Event description:
It was reported that the lead had varying impedance. The device alarm was reprogrammed to accommodate the elevated impedance and the lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the thresholds increased.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing impedance trend data shows varying impedance over the range for max rv pace=568 to 1504 ohms peak between (B)(6) 2009 and (B)(6) 2011. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2009.

Event description:
It was reported that the lead had varying impedance. It was later reported that the thresholds increased. The device alarm was reprogrammed to accommodate the elevated impedance and the lead remains in use. No patient complications have been reported as a result of this event.